Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event (no image) was due to the faulty bi board. However, the root cause of the faulty bi board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation confirmed the reported event of no image when powered on. Additionally, the bi board(super resolution processing board) was faulty. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the high-definition lcd monitor produce no image when powered on. There was no patient harm or user injury reported due to the event.